Event description:
Disposable enseal tissue sealer not working on sterile field during procedure. Tissue sealer connection to generator disconnected and generator turned off and then on again (to reset machine). Same handpiece plugged back into generator and tissue sealer still not working. New disposable enseal tissue sealer opened to field and working